Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on the healthcare professional meter and the customer did not notice a trend arrow on the device. The customer experienced intense sweating, loss of consciousness. Convulsions and vomiting. The customer was unable to self-treat and initially received sugar contained juice and a sandwich from their spouse. A healthcare professional then performed a glucose test, removed the insulin pump and administered glucose infusion intravenously. There was no report of death or permanent impairment associated with this event.